Event description:
When catheter was being removed from its pouch, it snapped approx 5 cm from distal end. One tech was pulling out the hub portion and a second tech was holding the other end of the pouch (he may have been holding on to the distal portion of the catheter, as well).